Event description:
During preventive maintenance by a service technician this bio-console 560 user interface instrument had a power issue and will not power on. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 user interface will not power on and would not respond to preventive maintenance. Issue was resolved by replacing the user interface sub assembly. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.